Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The physician determined that the ipg was flipped in the pocket and recommended a pocket revision. During the revision, the physician elected to replace and relocate the ipg from the back to the front. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.